Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or error message were noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had random alarm that required to go through rewind process. Customer's blood glucose level was unknown at the time of incident. Customer stated that the battery cap was worn out. The insulin pump will not be returned for analysis.